Event description:
A syncardia (B)(4) clinical support specialist reported that at the time of implant surgery of the syncardia temporary total artificial heart (tah-t), when the implanting surgeon took the two outflow connectors out of their boxes, he observed a small hole in one of the grafts. The sterile package had not been broken. The surgeon cut the outflow connector to the required length of 3cm, which was used for the tah-t implant. The extraneous section of the outflow connector with the small hole was not used. A surgical spares kit with additional outflow connector was on hand but was not used. This alleged failure mode posed a low risk to the pt because the issue was observed prior to the outflow connector being used in the implant surgery. In addition, syncardia requires implant centers to keep two tah-t kits in inventory. In the event a component of the tah-t is dropped or damaged during implant surgery, the components from the other tah-t kit can be utilized.

Manufacturer narrative:
Syncardia requested that the extraneous section of the outflow graft with the small hole be returned for eval. The results of the investigation will be provided in a supplemental MDR.